Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin pump rejecting batteries and slow during rewind. The customer's blood glucose value was unknown. The customer reported that they were changing batteries every 1 to 2 week and insulin pump rejecting battery 1 every 6 months. The insulin pump was slower during rewind. The insulin pump will not be returned for analysis.